Event description:
It was reported that during a da vinci-assisted pleural decortication surgical procedure, a suction irrigator instrument tip fell off. The procedure was completed with no reported injury and the fragment was retrieved during the same procedure. There was greater than a 30-minute delay. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the suction irrigator instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. The batch sequence number was not provided. Therefore, an instrument log review of the product related to the complaint cannot be performed at this time. Event verification was unable to be completed due to incomplete instrument information to identify the specific procedure. No image or video clip for the reported event was available for review. This complaint is considered a reportable event due to the following conclusion: it was alleged that the suction irrigator instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time, it is unknown what caused the breakage to occur. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.